Manufacturer narrative:
Mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned unit showed that all specific functional tests were passed. The repairs team could not duplicate any slippage or pressure drop, as the 80lb torque knob is within specifications of pressure. There was no movement in the lock or assembly. When the unit is properly positioned and put under pressure, the unit will function properly and not slip or lose pressure. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that they turned the torque knob on the mayfield composite series skull clamp (a3059) to setting 3 (60 lbs), and when applied to patient, it went to zero immediately. For safety and almost having a patient injury, the facility requested evaluation and/or repair. No information on surgical delay was reported.